Event description:
The reporter stated the surgeon inserted a 23.0 diopter cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and a different type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn lens was due to the injector and cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn. One haptic was found to be bent and the other haptic was torn off. There was evidence of clear surgical residue. It should be noted that the cartridge was not returned for evaluation.